Event description:
It was reported via repair work order that the locking pin came out of the cot which can affect locking of the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.